Manufacturer narrative:
The returned valve was patent and met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. However, the device did not meet the requirements for leak testing due to a tear in the exterior silicone surface located above the lateral edge of the adjustment mechanism. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The IFU also advises that "the strata ii valve be placed in a surgically created loose subgaleal pocket, avoiding compression by the overlying scalp, and not under the scalp incision." A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve failed to work prior to implantation and that it was not implanted in the pt. The report also included a request for a replacement device. No adverse impact or injury to the pt was reported.